Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was reported to be defective due to alarming error code 41622 during the run, even after the battery was removed.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log). The customer stated problem was duplicated. Cleared error code 41622 and removed debris from motor gear. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.